Manufacturer narrative:
Surgeon declined to provide patient demographic information.on 02/25/2016 a medtronic representative performed 3 independent imaging system check-outs, all areas passed each of the 3 times. Imaging system performed as intended. Accuracy was checked by doing several 3d spins over a phantom. Accuracy was determined to be good. System is working properly and is ready to be used.on 03/16/2016 a medtronic representative, following-up at the site, reported checking the navigation system accuracy and determined it was good.no parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the last screw was not properly placed. The surgeon alleged a navigation system inaccuracy, no specific measurement was provided. Once they acquired the control scan, the inaccurate screw placement was noted and corrected. Second control scan confirmed the correction was accurate. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported.